Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) pacific island female patient who underwent primary breast augmentation with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation and right breast that feels really soft, post-operatively. The patient reported feeling a pulling and cracking sensation on the right breast the day after the left breast implant deflated. The patient also fears that the right one will also deflate. As a result, the patient underwent bilateral removal on (B)(6) 2019.this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 2/5/2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during evaluation of the sample a crease was noted in the posterior view. Within crease a tear was observed, measuring approximately 0.2 cm. A crease/fold failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the device that was received on (B)(6) 2020 (catalog: 3501670 lot: 5984252) was the correct suspect medical device on the right side. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/7/2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9375567 sn: (B)(6) and (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9354846 sn: (B)(6). On 1/16/2020, a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.